Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and found to be non-conforming with the needle slightly bent and foreign material on and around the port. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for cut and aspiration and was non-conforming for actuation. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. A couple gouge marks were observed at the bend area of the inner cutter. Gouge marks were also observed at several locations along the length of the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle and shell) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are seven additional complaints associated with the component lots for the reported issue. The complaint evaluation did not confirm that the probe had a cut failure. The evaluation indicated that the probe had an actuation failure. The most likely root cause for the actuation non-conformance is from the bent needle and bent inner cutter. A damaged/bent inner cutter and needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle and shell removed), the probe was able to actuate. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The reported cut failure was not confirmed and an exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
A surgeon reported the vitrectomy probe did not cut during a vitrectomy procedure. The procedure was completed and there was no harm to the patient.